Manufacturer narrative:
Correction to section h6 - adverse event problem, component code, from g03001 to g01003. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for the complaint lot, however, no increase in complaint activity was identified for list number 03p25. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. In house accuracy testing was completed for the complaint lot using panels which mimic patient samples using in-house retained kit stored at the recommended storage condition. Testing indicates the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect stat highly sensitive troponin-I reagent lot 71321ud00 was identified.

Event description:
The customer observed a falsely elevated architect stat highly sensitive troponin-I for one patient in the emergency room for heart palpitations. The following results were provided: (B)(6) 2025, sid (B)(6), initial troponin result= 750 pg/ml; repeat result 4.2 pg/ml; new sample was collected, sid (B)(6), results= 5.7 pg/ml and 5.2 pg/ml; historical result (unknown time) <10 pg/ml. The patient had an EKG performed with no indication of a myocardial infarction. There was no further impact to patient management reported.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I for one patient in the emergency room for heart palpitations. The following results were provided: on (B)(6) 2025, sid (B)(6), initial troponin result= 750 pg/ml; repeat result 4.2 pg/ml; new sample was collected, sid (B)(6), results= 5.7 pg/ml and 5.2 pg/ml; historical result (unknown time) <10 pg/ml. The patient had an EKG performed with no indication of a myocardial infarction. There was no further impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 02r98, troponin-I stat high sensitivity, with 510k number k191595. Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.